Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter "loose excess fluid" was found on the rubber piece of the plunger, and in the tip of a bd¿ 60 ml syringe bulk sterile convenience pak tray during a qa inspection. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: five samples were returned for evaluation by one of our quality engineers. No defect was noted and the syringes returned showed a normal amount of silicone therefore failure mode was not verified and root cause could not be determined. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history review was completed with zero defects found. Investigation conclusion: silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function.